Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with MDR's # 1225714-2013-02128, 02129.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6), 2003 after the use of the product.